Event description:
It was reported that they had nothing but issues since 'right after' they got the device on (B)(6) and their manufacturer representative(rep) told them to call for replacements of the handset and communicator. Patient said they kept getting random error messages in either application, the handset would freeze up, and it took forever to communicate with the internal device to make any adjustments. Patient said they had to force quit (agent understood restart handset) multiple times each day to get 'it' to connect to be able to turn stim down or up. Patient mentioned they would have the device (agent understood communicator) directly next to them and it would act like it was communicating, but then it would say it couldn't find the device and to make sure they were within range of the stimulator. Patient said their rep witnessed all this and told them their equipment was behaving abnormally, so they should call for replacements. Patient was trying to connect during the call and kept spinning on 'connecting,' which would happen whether or not the communicator/ins was fully charged or depleted. Agent reviewed best practices to close apps after use. Patient said they usually would reset the handset or communicator (by holding the power button for ~15sec) when having difficulties. Agent reviewed reset for communicator was 25-30sec long, so they may not have been properly resetting the communicator. Patient had restarted their handset during the call, then they could enter the mystim app without issue. Agent had patient close out of all applications and restart the connection in mystimrc, which was successful once again. Patient reported the issue was intermittent, but usually happened 3-4 times a day; the applications themselves would freeze often, or take along time to process changes in therapy, requiring the handset reset. Patient noted they would not be able to turn stim up or down; would say wait a few seconds, then might just take a long time to turn down or would say it was unable to be adjusted. Agent understood they saw neurosense message 'neuro sense is currently adjusting therapy. Try again in a few seconds,' and explained this to the patient - they may have to temporarily turn neuro sense off to make the adjustment. Patient said sometimes their stim settings would feel too high when they turned stim on and they would have to race to turn stim down asap. The issue was not resolved. A request was sent to the repair department to replace the handset and communicator. Agent reviewed with patient to call back if they need assistance with pairing steps, and if the equipment replacements did not resolve the issues they will want to follow-up with their healthcare provider (hcp). Patient called back after getting replacement handset and communicator for help setting the equipment up. Patient plugged communicator into charging cord to charge up, then entered mystim app. Patient successfully paired handset, communicator, and implant to each other. Patient then went in recharging app and paired recharger to the handset, and mentioned the battery was low. Agent documented information given during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.